Manufacturer narrative:
Continuation of d10:  product ID evproplus-23; product type: 0195-heart valves; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had an access site hematoma. Swelling at the puncture site was observed as the patient had a pseudoaneurysm, so pressure was stopped. After transcatheter aortic valve replacement (tavr), the patient complained of pain in the lower limbs after leaving the operating room. When a contrast study was performed, the external iliac artery was seen to be occluded, so a stent was placed and blood circulation was reconstructed. The occlusion was considered to be caused by thrombus, according to intravascular ultrasound (ivus). No additional adverse patient effects were reported.